Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope head was loose before surgery. There was no patient impact.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative found that the coupler underneath was loose, and the screws were then tighten to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on october 30, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws inside. How or when the screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).